Event description:
It was reported that the patient experienced a coupling and/or communication issue with the recharger. The patient was previously able to recharge with full coupling bars. Device troubleshooting was being considered. The patient felt a "pulling sensation" at the ins site "all of a sudden" while sitting. It was suspected that the ins may have flipped. This was not confirmed, at the time. Palpating the ins pocket to assess the depth and position of the ins was considered. It was noted that the ins "appeared" to be positioned "differently" in the ins pocket. X-ray was considered to determine if ins was flipped. There were no patient symptoms reported. It was later reported that an ins flip had been confirmed. It was stated that a revision was scheduled for "late july."

Manufacturer narrative:
(B)(4).